Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the helix would not work properly, therefore the lead was not implanted.